Event description:
It was reported that the customer had multiple issues with the sensor. The customer stated that because of the sensor glucose and blood glucose reading differences the insulin pump was going into threshold suspend mode. The sensor glucose reading was showing 47 mg/dl while the actual blood glucose reading was 140 mg/dl. When reviewing the techniques of calibration, it was noted that the customer does not use the recommended calibration frequency. The customer removed the sensor and no damage was found. They stated that they had multiple weak signal and lost sensor alarms, but when checked it was noted that the transmitter was out of warranty. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
One opened and or used enlite sensor was tested and it failed due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.